Manufacturer narrative:
Reported event: an event regarding instability & subsidence involving a triathlon femoral component was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left total knee. The revision today was due to instability in extension. There was no obvious reason for this instability and the use of mako during the primary procedure was not thought to have contributed to this problem. The surgeon did comment that the bone quality was not great and that the femur might have subsided slightly to create the instability. To balance the knee during surgery today the pcl was resected. It was decided to use a 100mm stem on the femur for support due to the poor bone quality. No further information is available from the doctor or hospital.